Event description:
It was reported that the downstream occlusion (dso) seal was damaged. The event occurred during routine preventive maintenance, and there was no patient involvement.

Manufacturer narrative:
The device was returned for root cause analysis and the investigation findings concluded after visual inspection, functional testing, and event history log (ehl) review, and the customer problem was duplicated. The pump was found to have a cracked downstream occlusion (dso) seal. Service history review identified there was no indication that the complaint was related to a service of the device within the review period. The manufacturer representative replaced the dso seal, and the pump passed all functional tests and performed as intended after repair.